Event description:
On 07 feb 2000 a pt was skin tested with negative results. Pt subsequently received several treatments with collagen. In 2000, pt received 1.5cc injection of collagen in the nasolabial folds and upper vermilion border. The physician noted some blanching, then discoloration, in upper lip at the time of injection. Physician treated pt with ice to reduce swelling, and pt was released. On 05 aug 2000, pt contacted physician to report swelling and that pt had large sore developing. Again on 06 aug 2000, the pt called to report lesion was getting larger and looking worse. The pt was seen 07 aug 2000, and the physician confirmed local necrosis with possible herpes simplex outbreak at one injection site in upper lip. Physician prescribed zovirax, vicodin and an antibiotic (unspecified) for the pt.